Event description:
It was reported that the patient's blood glucose level reached 20.1 mmol/l (361.8 mg/dl) with ketones present. The pod was worn between 24 and 36 hours on the abdomen. Hyperglycemia treated with insulin and carbohydrates.

Manufacturer narrative:
A tear was found in the unexposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear causing a leak along the fluid path. Several components showed traces of corrosion caused by the internal leak. Corrosion was found on the rail mechanism, pcb, reservoir, ratchet gear, chassis, top and bottom battery, the batteries were found to depleted. The corrosion caused by internal leak prevented the requiring of the download data. The internal leak was found to be the root cause of the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.